Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specific. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the insulin pump back on. No unexpected post-reset ram crc alarm, history pointers failed, or trace pointers are invalid alarms were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a post-reset ram crc alarm. The customer's blood glucose was 13.6 mmol/l at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. It was stated that the alarm occurred more than once after changing the battery. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.